Event description:
Customer reported that set was primed without difficulty, and then fluid was dripping on the outside of the set at the beginning of an unspecified infusion. The set was inspected by the user and it appeared to be leaking from the silicone segment just above the safety clamp fitment. The set was replaced. No patient harm occurred. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for evaluation. It has not been received. A follow up report will be submitted if further information is obtained.